Event description:
A user facility reported to olympus that the auto brightness adjustment was not functioning and tissue could not be made distinguishable. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. After reseating the communication cables, the reported problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a connection failure of the maj-1933 and maj-1941 communication cables. After the maj-1933 and maj-1941 communication cables were reseated, the reported phenomenon did not occur. Olympus will continue to monitor field performance for this device.